Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and coeliac disease ('autoimmune disorder type of disorder: celiac disease') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal ring, pregnancy test (negative), c-section, bloating, low back pain, insomnia, insect bite nos, diarrhea, vomiting, alcohol abuse, alcohol dependence syndrome, amenorrhea, depression, vaginitis bacterial, skin discolouration, herpes zoster, tobacco use disorder, mastitis, lower limb wound, vaginal inflammation, rib pain, right lower quadrant pain, vitamin d deficiency, lsil, alcohol abuse, conjunctivitis and endometriosis. Concurrent conditions included dizziness, excess sweating, irregular periods, stress, constipation, rectal pain, vaginal irritation, tubal ligation, uterine bleeding, discomfort, lactose intolerance, elevated bp and acute sinusitis. Concomitant products included citalopram, ibuprofen, lorazepam and simeticone (simethicone). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced coeliac disease (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), 5 years 11 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (total hysterectomy,unilateral oophorectomy, postop tlh cuff dehiscence/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, mood swings, hot flush, migraine, nausea, vaginal discharge, weight increased, alopecia, abdominal pain and headache had resolved and the coeliac disease, urinary tract infection, bacterial vaginosis and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date-on (B)(6) 2017, patient received treatment for events- menorrhagia, mood swings, hot flashes, vaginal discharge, uti, fatigue, hair loss, nausea, weight gain, headache, migraine, anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, everything was good. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records: anxiety, pelvic pain, weight gain, dyspareunia,vaginal bleeding, nausea, vaginal discharge, celiac disease, vaginal bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain and headache. Event outcome of the previously reported event- dysmenorrhea, fatigue, hair loss, mood swings, hot flashes, nausea and weight gain were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and coeliac disease ('autoimmune disorder type of disorder: celiac disease') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced coeliac disease (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), 5 years 11 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with unilateral oophorectomy, postop tlh cuff dehiscence). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, migraine and vaginal discharge had resolved and the coeliac disease, dysmenorrhoea, fatigue, mood swings, hot flush, urinary tract infection, bacterial vaginosis, nausea, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, bacterial vaginosis, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, bilateral salpingectomy was performed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, everything was good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: celiac disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swings, hot flashes, infection (bladder/ urinary tract/vaginal) type: uti, bv¸ migraines / headaches, nausea, pelvic pain¸ psychological or psychiatric problems condition: anxiety, vaginal discharge¸ weight gain / loss specify which one: weight gain, hair loss. Outcome of the events were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.